Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The customer called in stating that the light source went out. The biomedical went back in room when the case was completed to verify the issue. A non-recoverable error 297 appeared when the system was turned on. The fse went on site to troubleshoot and found error was occurring due to error 48238 coming from the illuminator. The fse replaced the illuminator to resolve faulty condition. The system started without error and the illuminator functioned properly. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the reported failure light went out during the case. There are errors 48238 and 297 in the logs means communication issue. The illuminator was installed into printed circuit assembly (pca) system and it failed to power up the vision side cart (vsc) with errors 48238 and 297. One bad fuse was found upon visual inspection. No lamp inside unit and good condition.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the biomedical engineer called in stating that the customer informed him the light for the illuminator went out. He was not in the room at the time. The procedure was converted to open surgery.